Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the avc-x and field monitor needed reset. The technician reset the avc-x and field monitor, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported flickering on monitors to their hexavue custom room rack. No report of injury or procedure delay.